Event description:
IV pump was beeping, entered room to fix the pump. I noticed the tubing was wet at the male chemo connection and the primary tubing (where the secondary tubing is connected). I stopped the pump, clamped the tubing and removed the chemo, tubing and device and placed it in the chemo bag. There was a drop of solution on the ground, unknown if it was chemo quit it was less than 5ml, so area was wiped w/ oxivir. Pt was sleeping, checked all other connection and they are intact. Patient was not wet or affected by this event.